Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up button dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter communicated properly to the pump. No unexpected weak signal alarm noted. No unexpected suspend alarm noted. The audio/beep alarm functioned properly. No absence of alarm anomaly noted. No unexpected low battery alarm anomaly or battery icon anomaly noted. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump was monitored for several days and no time/clock gain or lost/slow anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor value discrepancy. The glucose monitoring would read 350 mg/dl while her blood glucose value was actually 280 mg/dl. The customer's sensor glucose value was high when insulin pump did a threshold suspend. The customer's blood glucose level was 149 mg/dl when the insulin delivery shut off. The insulin pump's battery was also depleted within a day. The customer changed the battery and the infusion set but then during the night, she received an alarm and the insulin pump shut down. The customer's blood glucose had gone up to 589 mg/dl. The customer treated the high blood glucose with an insulin syringe. Additionally, the customer also had a button anomaly. They had to press the up button really hard for it to work. The device was returned for analysis.